Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4). Concomitant products: the patient received medication to lower high blood pressure and cholesterol.

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. As the patient's left common iliac artery presented angulated, the physician elected to extend the trunk-ipsilateral leg component with a plc161200 contralateral leg component to optimize landing conditions on the ostium of the internal iliac artery. It was reported that the endoprosthesis was moved outside of the sheath. During the deployment process of the contralateral leg component, the physician became aware that the leading olive had separated from the delivery catheter. A piece of a pin shaped object, suspected to be the lock pin, was also observed to have been separated together with the olive. Reportedly, no force was used and there was no resistance felt until the moment of deployment. The delivery catheter had remained intact and the endoprosthesis was successfully deployed, however unintentionally covering the left internal iliac artery. Subsequently, the leading olive and the pin shaped piece were snared and removed from the patient. The patient tolerated the procedure.

Manufacturer narrative:
The delivery catheter was returned to gore and an engineering evaluation was performed. The investigation revealed that the leading end of the catheter had separated from the catheter body at the trailing olive. It was also found that the guidewire lumen had pulled out of the trailing olive bond on the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information.